Event description:
It was reported that before the procedure there is no stim return signal and no stimulation . There was no patient involved.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8 253200, serial/lot #:(B)(6), UDI#: (B)(4).img code for product ID: 8253200 is: g02005 h3: h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is c omplete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis found that could not reproduce customers complaint. There was no fault found with the device. H6: codes are updated. Previously applied b21, c21, d16 and g02005 are no more applicable. Analysis for device having product ID 8253200: analysis found that could not reproduce the customers complaint. Wave washers are worn and fuse decal is damaged. H6: fdr code for product ID 8253200 is c07. Img codes g04080, g04138. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.